Manufacturer narrative:
Invacare was made aware of an event in the (B)(6) involving an (B)(4) which was manufactured by invacare (B)(6). Invacare is filing this report because the irc10lxo2, made at invacare owned sanford and sold in the us has been determined to be similar in design. The (B)(4) has not been returned to invacare (B)(6) for an evaluation despite being requested. It has not been confirmed if the concentrator malfunctioned. If additional information be comes available, a supplemental record will be filed.

Event description:
The patient was using an (B)(4), when the mom noticed that they turned blue, and went into respiratory arrest.